Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial interrogation prior to implant, the implantable cardiac monitor displayed and error message. The device was not used.

Manufacturer narrative:
The reported field event of error message was confirmed. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption. As a result of this finding, abbott is performing further investigation.